Manufacturer narrative:
Device was used for treatment. Actual event date not known. X-ray taken - exact dates are unknown. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Event description:
It was reported in a n-hance - nflex presentation that there was a rod failure involving a mal-positioned locking cap which required intervention. No further information was provided.